Manufacturer narrative:
(B)(4). Batch # 205a87. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with the right gripping surface broken off making the reload nonfunctional and it was not returned analysis. No functional testing was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that before an unknown procedure, it was found that the gripping surface was broken off when the cartridge was removed from the package. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.